Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon attempts to demate the aortic body delivery system from the stent graft the physician experienced difficulties. The outer sheath was advanced up to the level of the graft leg to separate the graft from the delivery system, and the stent graft was reported to have been inadvertently displaced proximal covering both renal arteries. A destino steerable sheath was used to access both renal arteries followed by the placement of bilateral balloon expandable stents in the renal arteries to maintain renal patency. The aneurysm was successfully excluded at the conclusion of the implant procedure with no patient sequelae reported.